Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A non-boston scientific (bsc) stent was implanted in left main to lad. Following pre-dilatation, a 28 x 2.50mm promus premier select drug eluting stent was advanced for treatment. However, the device could not cross the lesion. Upon removal of the device from the guide, some struts distortion was noted. The physician then post-dilated the non-bsc stent. The procedure was completed with another promus premier select stent delivered in the target lesion with the help of guidezilla. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A non-boston scientific (bsc) stent was implanted in left main to lad. Following pre-dilatation, a 28 x 2.50mm promus premier select drug eluting stent was advanced for treatment. However, the device could not cross the lesion. Upon removal of the device from the guide, some struts distortion was noted. The physician then post-dilated the non-bsc stent. The procedure was completed with another promus premier select stent delivered in the target lesion with the help of guidezilla. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent damage was identified with struts lifted from position. The undamaged stent outer diameter was measured, and the measurement was inside the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.